Event description:
It was reported that there is a pin hole in the package. This was found pre op during set up for an unknown procedure, there was no patient involvement.

Manufacturer narrative:
(B)(4). Customer complaint for the device was reported (B)(6) 2011. The device was received on (B)(4), 2011 for analysis. The event description stated that there is a pinhole in the package and that this was found pre-op during setup for an unknown procedure. Additionally, it stated that there was no patient involvement. One sealed primary package was received without a carton and analysis confirmed that there were holes in the cfilm of the flexible package. Historical data was reviewed for defects in package cfilm from (B)(4), 2010 - (B)(4), 2011 for non-conformance reports and complaints for the device. There no complaints for that defect within the evaluated timeframe. There were no nonconformances for the device for that defect within the evaluated timeframe. Logbook (B)(4) packaging equipment was reviewed for (B)(4) 2011 when this batch was packaged and no maintenance or issues pertinent to this defect were noted for the machine. It is suspected to be caused outside of ees and is due to handling. Batch history records for the device were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.